Event description:
The literary publication reported that there was a floating thrombus in the inferior vena cava (ivc) to the right atrium noted following impella rp removal for critically ill patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined.